Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 417 mg/dl. Reportedly, the customer required assistance from the healthcare provider to address bg with a manual injection. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 80 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was also reported that the battery gauge was fluctuating resulting in the pump shutting down. Reportedly, the customer continued to use the pump for insulin therapy.